Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing of baseline noise, and terminated the electrocardiogram (ECG) before twelve real qrs complexes. The icm remains in use. No patient complications have been reported as a result of this event.